Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing resulting in inappropriate atrial pacing, inability to properly mode switch, inappropriate termination of atrial tachycardia episode and delayed detection of atrial tachycardia episode. The ra lead remains in use. No patient complications have been reported as a result of this event.